Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The customer's calibration and qc were acceptable. There was no indication for a performance issue of the reagent or instrument. The investigation reviewed the pre-analytical data and the system's alarm trace and no issues were observed. The field service representative inspected the unit for any abnormalities and cleaned and dried the electrodes. He cleaned the buildup around the dilution cup and on the ise block. He also back-flushed the sipper nozzle with a service syringe and confirmed the sample probe was properly aligned. He performed checks, before and after troubleshooting. He performed air purges, reagent primes, a precision check, and qc with all results being acceptable. After service, no issues were reported by the customer. The investigation did not identify a product problem and the root cause was not established.

Event description:
There was an allegation of questionable k electrode results for 2 patient samples on a cobas c 303 analytical unit. Patient 1: the initial k result was 6.8 mmol/l. The initial result was flagged as critical. The result was questioned by the doctor as it did not meet the clinical picture of the patient. A new sample was drawn and the result was 3.8 mmol/l. The initial sample was repeated and the result was 4.0 mmol/l. Patient 2: on (B)(6) 2024 the initial k result was 6.1 mmol/l. The result was not reported outside of the laboratory. The high result was questioned by the customer due to having previous result issues and the sample was repeated. The repeated result was 4.7 mmol/l. The repeated results were believed to be correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.